Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the non-boston scientific right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range impedance measurement. After the lss, there was oversensing of noisy signals in the rv channel. The noise was also seen on the right atrial (ra) channel and electromagnetic interference (emi) was suspected. Technical services (ts) discussed options for troubleshooting to determine if this was a spring contact, connection, lead, or emi issue. Also, the physician wanted to perform a magnetic resonance imaging (MRI) to plan for a future device replacement due to reaching elective replacement indicator (eri). Ts discussed this system was not MRI conditional and was up to physician discretion. Additional information was requested from the field. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the non-boston scientific right ventricular (rv) lead triggered a lead safety switch (lss) due to an out of range impedance measurement. After the lss, there was oversensing of noisy signals in the rv channel. The noise was also seen on the right atrial (ra) channel and electromagnetic interference (emi) was suspected. Technical services (ts) discussed options for troubleshooting to determine if this was a spring contact, connection, lead, or emi issue. Also, the physician wanted to perform a magnetic resonance imaging (MRI) to plan for a future device replacement due to reaching elective replacement indicator (eri). Ts discussed this system was not MRI conditional and was up to physician discretion. Additional information was requested from the field. This crt-p remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.